Event description:
A zoll (B)(4) distributor contacted zoll customer support to report that "one of the contact plugs from the monitor report was broken".

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (broken connector pin) has been confirmed. Upon investigation a pin was missing from the trunk connector of the electrode belt. The root cause of the missing connector pin could not be positively identified. No adverse event resulted from the missing connector pin.